Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, customer applied more force to the wake button to address the issue. Additionally, it was reported that the customer was experiencing an undefined pump touch screen issue where the pump was ¿jumping to paged that the user did not select¿. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 227 mg/dl. Customer continued to use the pump for insulin therapy.